Event description:
It was reported that pump battery depleted quickly. No information was provided regarding impact to the customer¿s blood glucose level. Patient declined follow-up with technical support, was documented as out of warranty and in process for new tandem device, and serial number was not confirmed, so active serial number on file was to be used, with no additional corrective actions documented.